Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A patient reports they had delivering a suggested bolus of 3.4 units of insulin using their personal diabetes manager (pdm). The patient reports after receiving their bolus they had received a second uncommanded bolus of 3.4 units of insulin. The patient reports their blood glucose level was 200 mg/dl after receiving a total of 6.8 units of insulin.